Event description:
The patient was not able to adjust stimulation. The display showed "call you doctor" icon. A power on reset (por) occurred. The ins needed to be interrogate with an 8840. The patient had x-ray imaging done 2 weeks ago. Additional information has been requested.

Event description:
The patient's device was reprogrammed and was working. The issue was resolved.